Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that due to the blood back, the condensate removal module(crm) and tubing assembly were replaced and that there were good inspection results based on the inspection record table. The unit was returned to clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit had blood within the instrument. The patient successfully completed iabp treatment without any adverse effects.